Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals that resulted in pacing inhibition. Technical services (ts) suggested performing an x-ray. The lead was ultimately surgically abandoned and replaced. No additional adverse patient effects were reported.